Event description:
Cautery grounding pad on right posterior thigh. Cautery working, then blinking light noticed on cautery machine. Checked ground pad. Appeared secured on pt. Removed pad to change. Quarter size burn on right posterior thigh.